Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 07/13/2007. Add'l info has been requested.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reports poor near visual acuity. Add'l info, including pt status, has been requested.